Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery with mild plaque was attempted using a proglide device with a 7f sheath after a peripheral stenting procedure. Reportedly, after closing the footplate, there was a significant amount of bleeding at the access site. After device removal, the knot was pushed down and did not achieve hemostasis. Manual arterial compression was applied for 40 minutes and bleeding stopped. The knot was pushed down again and hemostasis was achieved. There was no tissue noted to be stuck on the device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.